Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of 64 mm in diameter and is 63 mm in length thoracic aortic aneurysm, approximately 39 months ago. Currently the aneurysm is 7.5 cm in diameter x 6.9 cm in length. There is tortuosity and no calcification. It was reported that the patient returned for their 36 month follow up visit. It was noted that there was a distal type I endoleak and that the stent graft has migrated. Vessel morphology was reported as there continued disease progression. A recent CT demonstrated that the valiant device was compressed upon itself with a distal type I endoleak and a second 5 cm aneurysm, at the end of the stent graft. (MFR report #2953200-2011-01643) the physician elected to implant a talent captivia distal main device distally. The talent captivia device was being deployed however; the covered apex flipped (MFR report #2953200-2011-01644) and the physician had to pull the device down successfully correcting the flip apex. Another talent captivia was placed and the aneurysm was excluded and the type I endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, migration. Disease progression. Evaluation, conclusions: disease progression.